Event description:
End user's daughter reports end user was driving the power wheelchair down a ramp and released the joystick quickly. He was not wearing the seatbelt and fell out of the power wheelchair injuring his leg.

Manufacturer narrative:
Operator error: no malfunction suspected as end user released the joystick quickly while driving down a non-ada complaint ramp without wearing seat belt. Hoveround owner's manual warns end users "to avoid serious injury or death always wear seat belt", and "avoid ramps and slopes that are too steep such as those that exceed 5 degrees slope," and "sudden change in motion, loss of control, or tip over may cause a collision or fall from seat."